Event description:
It was reported that the customer had low blood glucose levels of 30 mg/dl. It was reported that the insulin pump would not alarm for low blood glucose levels such as 30 mg/dl but would alarm at blood glucose levels of 60 mg/dl. The customer would treat the low blood glucose levels with orange juice and candy. The customer also reported connection issues between the sensor and the transmitter of the insulin pump. The customer also reported bleeding at the site of the sensor for the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).